Manufacturer narrative:
Follow-up # 1 ¿ (08/28/2014). The lay user/patient¿s products have been returned and the test trips were evaluated by lifescan product analysis on 08/26/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter was having intermittently power issues. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The intermittently power issue began approximately 1 year ago. According to the patient, the power issue prevented her from getting consistent daily blood glucose readings to manage her diabetes accordingly. Her ha1c was normally at 7.6 prior to the onset of the power issue. Since the alleged power began, her blood glucose readings on the subject meter have been between ¿300 and 400 mg/dl¿ while her ha1c is 8.6. The patient reportedly had symptoms of ¿nausea and thirst.¿ the patient was able to administer insulin via the insulin pump and reportedly was able to manage her diabetes without hcp medical intervention. During troubleshooting, the patient confirmed that the meter powers on with the power button but not with the test strips. The issue was not resolved with training. The lfs products were placed and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose readings and symptoms suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 8/8/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.